Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drops were not observed exiting the infusion tubing during the fill tubing sequence. Blood glucose was 92 mg/dl. Reportedly, the customer replaced the cartridge and infusion set successfully and resumed insulin delivery.